Manufacturer narrative:
The device was inspected and no manufacturing defects were observed that would indicate a failure to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. The formed hard needle was observed to be exposed past the needle well of the bottom housing and therefore did not fully retract. The linkage assembly seen through the top housing was observed to not be fully retracted. After the housing of the device was removed, the linkage assembly was seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference between the linkage assembly and the housing occurred which resulted in the exposed needle. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 308 mg/dl while wearing the pod between 24 and 36 hours on the (arm). As treatment for hyperglycemia, a new pod was applied.